Event description:
A user facility inventory manager reported a comibiset bloodline leak. Upon follow-up, the facility administrator (fa) reported a hemodialysis (hd) patient was 90 minutes into dialysis treatment on a fresenius 2008t machine when the machine prompted with an air leak detected message, and staff noticed blood dripping from the blood pump section of the dialysis tubing on the dialysis machine. Treatment was halted and the staff reported a 0.5cm visible crack in the line of the tubing. The fa confirmed that the machine was not affected or removed from service as the leak was observed from the tubing. No further damage and/or defects were noted. A fresenius 180nre dialyzer was used for treatment and the patient's blood was able to be returned. The fa stated that the patient¿s estimated blood loss (ebl) was minimal and less than 10cc. The fa confirmed there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on the same machine and treatment completed successfully with new tubing lines without further issue. Following treatment, the biomedical technician examined the machine blood pump rotor and no issues were noted. The complaint device was discarded and was no longer available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager reported a comibiset bloodline leak. Upon follow-up, the facility administrator (fa) reported a hemodialysis (hd) patient was 90 minutes into dialysis treatment on a fresenius 2008t machine when the machine prompted with an air leak detected message, and staff noticed blood dripping from the blood pump section of the dialysis tubing on the dialysis machine. Treatment was halted and the staff reported a 0.5cm visible crack in the line of the tubing. The fa confirmed that the machine was not affected or removed from service as the leak was observed from the tubing. No further damage and/or defects were noted. A fresenius 180nre dialyzer was used for treatment and the patient's blood was able to be returned. The fa stated that the patient¿s estimated blood loss (ebl) was minimal and less than 10cc. The fa confirmed there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient was restarted on the same machine and treatment completed successfully with new tubing lines without further issue. Following treatment, the biomedical technician examined the machine blood pump rotor and no issues were noted. The complaint device was discarded and was no longer available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.